Event description:
It was reported that approximately one month after implantation, the valve did not let the contrast media flow through. This was confirmed by x-ray. There was no patient injury reported. The patient did have to receive a shunt system replacement (surgery) twice.